Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient had a 45 day follow up computed tomography scan which showed a 3mm gap, and no thrombus. The patient was admitted on (B)(6) 2024 with atrial fibrillation (a-fib). Transesophageal echocardiography (tee) was completed on (B)(6) 2024 which showed small thrombus on shoulder of device. The physician noted that there appeared to be a small object flickering on the 90 degree angle. The closure device was noted to be well positioned at the ostium. The patient was placed back on anticoagulation medication (20 mg xarelto).